Manufacturer narrative:
The reported events were lead dislodgement and intermittent capture. The reported event of intermittent capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that intermittent capture was observed on the right ventricular (rv) lead. The rv lead was found to have dislodged. The rv lead was explanted and replaced. The patient was stable.